Manufacturer narrative:
The lead is expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during the implant procedure, a guide wire was inserted into this left ventricular (lv) lead and then the wire exited the lead body, perforating the insulation and possibly causing a conductor fracture. Another lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. A puncture hole was noted in the silicone insulation just distal to the fluoroscopy marker. The conductor coil was slightly parted at the puncture hole. The puncture hole appears to be protruded toward the terminal end of the lead, suggesting the damage occurred while back-loading the guide wire. The lead passed all electrical testing, confirming the conductor coil did not become fractured. A stylet was successfully inserted into the lead, with no blockage noted from terminal pin to distal tip. The lead failed pressure testing due to the puncture hole. Laboratory analysis confirmed the guide wire exited the lead body and perforated the insulation.